Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device was explanted due to pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was explanted due to pacing inhibition. No additional adverse patient effects were reported. Additional information received indicated that this pacemaker had also exhibited noise with oversensing. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.